Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the connection between the extension set and the connection to the bd anglo hub. There was no patient injury or medical intervention associated with this event. No additional information is available.